Manufacturer narrative:
The patient has not been revised to date and hence product is not available for investigation. An x-ray or CT image showing one pedicle screw with the set screw backing out was provided. Review of the charge sheet (x3640) from the original surgery ((B)(6) 2014) showed that 2 x 70mm pre lordosed rods were used along with 5 x 20-2090 phoenix bodies, 5 x 44-2001 set screws, 3 x 6.5mm x 40mm and 2 x 6.5mm x 45mm bone screws were used. A CT report completed on (B)(6) 2015, was provided. The CT report showed that the construct was built on l3-l4-l5. The left side had pedicle screws on all three pedicles while the right side had pedicle screws at l3 and l5 only. The placement of l4 pedicle screws was skipped on the right side. The right side l5 set screw has unthreaded. No solid bony fusion or definitive incorporation of the interbody graft was found at l4-l5. As part of the investigation spine product development director attended a surgery completed by dr. (B)(6) along with the rep (B)(4). This was to understand the method used by the dr for phoenix posterior fusion.after the surgery, the rep, (B)(4) was able to access follow-up x-ray images of the patient in the subject complaint from hospital sources. The follow-up is believed to be approx. After 6 weeks. The reviewed image showed that the right side rod (which was pre lordosed and fixed only at l3 and l5) had already rotated laterally by approximately 90 degrees. The hospital did not release this image to orthofix. The patient was treated for grade 1 spondy in l3-l4 and stenosis and ddd at l4-l5. Patient weight or activity level at the time of the finding was not provided. No further information has been provided on this complaint. With the limited information that is available, it is believed that inadequate rod reduction and/or application of torque to the set screws in the right side of the construct had led to set screw loosening and lateral rotation of the rod. With the extent of information provided, no conclusive analysis can be completed for this failure.

Event description:
Based on the info provided, the set screw backed out. No revision surgery is scheduled at this time.